Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported condition of no power up was observed. The device's system board was replaced to resolve the malfunction. The reported malfunction of the device shutting down was not observed. The device was put through extensive testing without duplicating the malfunction. It is important to note that the event battery was not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat an (B)(6) old male patient, the device inappropriately shut down and they were unable to power the device back on. Complainant did not indicate that there was any patient involvement in the reported malfunction.